Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 2 reports in which the patient¿s spouse reported two accuracy events where there were problems receiving consistent and accurate cgm readings. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. The date of event is an approximation. On approximately, on (B)(6) 2026, the patient¿s spouse reported the issue with the problems with consistent and accurate readings. The patient did not remember if she had any symptoms prior to the event. Her spouse found her unconscious in her recliner chair. He attempted to give her sugary drinks to raise her bg level. No bg fs value was obtained prior to treatment. He called emergency medical services (ems) and after paramedic arrival her bg fs value was 20 mg/dl. The cgm value was 146 mg/dl. They administered intravenous (IV) ¿sugar water¿ in route to the hospital which continued after arrival. Her blood glucose levels were low. The spouse did not remember any of the patient¿s bg fs or cgm values in the hospital, or any other medications she received. She remained in the hospital for several days until her bg stabilized, and she was discharged home on (B)(6) 2026 in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.